Event description:
It was reported by the client that while doing a transtelephonic monitor transmission, although the transmissions are being sent, occasionally the pacer spikes do not appear on the electrocardiogram (ECG). The clinic brought the patient in and did a device check and all "seems to be working fine." Technical services (ts) provided assistance in resolving the issue by directing the client to check with the appropriate person to inquire which transmitter setting the client should be using. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
After secondary review it was noted this complaint was inadvertently submitted under the medical device reporting regulations. The complaint is for incomplete data and not incorrect data. A supplemental correction to redact is being submitted accordingly. No further information on this complaint will be forthcoming.

Event description:
It was reported by the client that while doing a transtelephonicmonitor transmission, although the transmissions are being sent, occasionally the pacer spikes do not appear on the electrocardiogram (ECG). The clinic brought the patient in and did a device check and all "seems to be working fine." Technical services (ts) provided assistance in resolving the issue by directing the client to check with the appropriate person to inquire which transmitter setting the client should be using. No patient complications were reported as a result of this event.